Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia cassette and female connector of a minicap transfer set. The connection issue was further described as "the transfer set dark blue attachment was stuck inside the patient line." This issue occurred during use of the devices for peritoneal dialysis therapy. It was further reported that the only connection where the nurse could disconnect from was the patient catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the patient connector of a cassette line attached to the female connector of the transfer set suggesting a connection issue may have occurred. Due to photos only, additional testing could not be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.